Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08272. It was reported the patient had small abscess in the neck where the leads were placed and had surgery to have scs system removed. The patient was treated with IV antibiotics for staph infection. Reportedly the patient was doing well.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08272. Follow up information indicated the patient had a new occipital system implanted which would indicate the reported issue was resolved.